Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Report source: attorney, date received by MFR: 1/11/2016. Update rec'd 1/11/2016-litigation papers received. The litigation also alleges suffering. There is no new information that would change the existing investigation. This complaint was updated on: 1/19/2016. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 1/11/2016-litigation papers received. The litigation also alleges suffering. There is no new information that would change the existing investigation. This complaint was updated on: 1/19/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 05/11/2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical record reported reddish colored synovial fluid and joint capsule gray in color and somewhat hypertrophic. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 27, 2016.